Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the power loss alert and customer was removed the battery for 10 to 15 minutes because did not stop beeping. Customer¿s blood glucose level was 133 mg/dl at the time of incident. Customer also reported that the multiple insulin pump error alarm and insulin pump went off. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer stated that they performed a self test and the test passed. Customer stated that they received failed battery alarm. Troubleshooting was performed for insulin pump error alarm. The insulin pump will not be returned for analysis.